Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. -litigation alleges that the patient suffers from significant pain in and around hip joint, popping, and elevated metal ion levels. Doi: (B)(6) 2006- dor: none reported (right side). Patient is a resident of (B)(6). Update - (B)(6) 2012 - pfs was received from legal. There is no new information that would change the existing MDR decision. Records are available on external hard drive if needed for further review. Update - (B)(6) 2013 - it has been reported that the patient was revised on (B)(6) 2013 to address pain. There is no new information that would change the existing MDR decision. Update rec'd (B)(6) 2014- pfs and medical records received. The patient has been revised. After review of the medical records for MDR reportability, the revision operative note indicated leg length discrepancy, synovitis, and pain. The stem is being added to the complaint for the leg length discrepancy and the alleged high metal ions. No lab results were given for the alleged high metal ion levels. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided product/lot code combinations. Per procedure, the insert and femoral head are exempt from device history record review. A review of the (B)(4) device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
UDI: (B)(4).